Event description:
It was reported the patient¿s device reached end of service (eos). The patient was having device removed as it stopped working since (B)(6) 2015. The patient requested to return their external components back but was told not to since their version was not needed any longer. There were no patient symptoms reported.

Manufacturer narrative:
Concomitant products: product ID: 399930, lot# v002323, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), product type: programmer, patient. (B)(4).